Manufacturer narrative:
Device was used for treatment, not diagnosis. The part number of the subject device was unknown until the receipt of the subject device by the manufacturer on sep 23, 2016. Once the part number was identified, a complaint history for the part could be reviewed and the complaint, initially determined to be non-reportable, was determined to be reportable based on a positive complaint history for similar event. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Product manufacture date: mar 7, 2016. Expiration date: mar 01, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. No manufacturing-related issues were identified. The subject device is undergoing investigation and the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that during surgery the surgeon assembled the proximal femoral nail blade (pfna blade) onto the insertion handle. The surgeon impacted the blade into the femoral head and during his attempt to lock it the blade became stuck to the insertion handle. The surgeon had to remove the blade and use a different blade and insertion handle. Multiple unsuccessful attempts were made to disengage the blade from the insertion handle. The surgery was successfully completed with another same type insertion handle from another set. There was a surgical delay of 15-20 minutes due to the reported event; however, there was no harm to the patient. This report is 1 of 2 for com-(B)(4).